Manufacturer narrative:
The doctor alleged that there were multiple bonding failures with this product, however no further details were provided. Five attempts ((B)(6)) were made to contact the office in order to obtain further information on the de-bonding incidents, however, no response was received from the doctor's office. The product was returned for evaluation and was found to be within product specifications for adhesive strength. A visual examination of the product indicated that the product was homogeneous and free of contamination. No similar complaints were reported regarding this product lot. It was therefore concluded that this was an isolated incident that was a result of a user or technique related problem and not to a product failure. (B)(4)

Event description:
On (B)(6), 2010, a doctor reported that multiple fillings that had been placed with optibond solo plus de-bonded. No further details were provided.